Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level ranged in the 200s mg/dl and a correction bolus was delivered to address the bg level. The customer did not know what was the cause of the high bg level and had a doctor's appointment scheduled.